Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the difficult cds removal appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that while there was no change in mr, the patient effects of worsening mitral regurgitation (mr), chordal entanglement/rupture (tissue damage) and death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, additional information was received: the patient died on (B)(6) 2016, the day following the mitraclip procedure. The cause of death was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated age (reported as in late 90s). Estimated date of death (reported as over the weekend of (B)(6) 2016). The customer reported the clip delivery system was discarded. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for tissue damage that occurred during positioning of the second mitraclip and patient death post-procedure. It was reported that on (B)(6) 2016, the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) of grade 4+. One mitraclip was implanted reducing the mr to grade 3. A second clip was placed on the leaflets; however, there was a jet between the two clips, so an attempt was made to reposition the clip medially, closer to the first implanted clip. During repositioning, the clip became stuck in the chordae. The clip delivery system (cds) was manipulated and the clip was freed. The cds and undeployed clip were removed from the anatomy. It was noted that the difficulties removing the clip caused a tear in the leaflet and chordae and the mr increased to 4+. No intervention was performed to treat the leaflet and chordae tears and no additional mitraclips were implanted. The patient died 1 to 2 days post-procedure. No additional information was provided.